Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received results of 447 mg/dl and 159 mg/dl within 1 minute on the performa system. No adverse event reported. The alleged product was requested for evaluation.